Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage is located in the tubing. The patient replaced supplies as necessary and resumed insulin therapy. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number, primary unique device identifier (UDI) number, expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6011398, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011398 was packaging according to work instruction (wi) version 120 and packaged in the linea 07 on 27-jan-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing the tubing lot 4l00338 was glued according to the work instruction (wi) version 65 and manufactured in the machine sc09, on 14-nov-2024, with a total of (B)(4) units. The tubing lot 4g02152 was glued according to the work instruction (wi) version 64 and manufactured in the machine sc01, on 12-jul-2024, with a total of (B)(4) units. The tubing lot 5a00927 was glued according to the work instruction (wi) version 02 and manufactured in the machine itl03, on 26-jan-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.